Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the lowering of the colon on a laparoscopic procedure while stapling the rectum, the device did not fire. The surgeon was unable to squeeze the handle. There was no patient harm.